Event description:
It was reported when using the bd luer-lok¿ syringe the tip of syringe broke off. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the health care professional was attaching the IV extension set to syringe to deliver an infusion when the leur lok tip end of the syringe snapped off."

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.